Event description:
Intermittent high chloride values for qc and pt samples. The incorrect results were not used to guide therapy. The field service representative repaired the instrument by replacing the chloride electrode and tubing.